Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The patient effects of hematoma, tissue injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after an atrial fibrillation (afib) ablation interventional procedure. There were three access sites in the vein in which prostyles were used, one using an 7.5f sheath, one using an 8f sheath and the last using a 10f sheath. Hemostasis was achieved successfully in each access site. Reportedly, on (B)(6) 2026, two weeks post procedure, during follow-up, it was noticed that the patient had a hematoma and "palpable cords". The physician could feel something around the site, swelling, scarring. It is believed that the hematoma was caused by the prostyle device. The size of the hematoma was unknown. The treatment for the palpable cord was not provided. No additional information was provided.